Manufacturer narrative:
Reported event: customer reported that after the reaming stage the staff tried to remove the straight reamer from the end effector and it would not come out. Device evaluation and results: device evaluation was performed and the variable hip end effector event was not confirmed. Device history review: review of the device history records indicate (B)(4) devices were manufactured and accepted into final stock on 12-04-2015 with no reported discrepancies. Additionally, the inspection record confirms that the certificate of conformance for assembly was present and accurate for all top and subassembly components. Complaint history review: a review of the (B)(6) complaint databases were reviewed from 2011 to present for similar reported events regarding catalog: 206967, serial number: (B)(4), lot #: 19031214, RMA #: (B)(4). There have been no other events for the referenced serial number or lot number. Conclusions: the exact cause of the event was: the variable hip end effector was returned with a reamer stuck to it. After removing the reamer it was discovered that the reamer was mushroomed and getting caught onto the hip ee. The broken piece mentioned is actually the hip chuck slide assembly (part 202870) which has a retaining ring on the bearings as an extra layering of protection that snapped out of place. The hip end effector can continue to function properly without it in place. Additionally, due to the size and shape of the retaining ring, it cannot fall out of the hip ee on its own. Corrective action/preventive action: as the event did not involve a manufacturing related product problem indicating a non-conformity, adverse trend, or unanticipated hazard, no corrective action is required at this time. Trend request #760 has been initiated to continue to monitor for events related to this device.

Event description:
The surgeon was performing a makoplasty hip arthroplasty using the robotic arm interactive orthopedic system (rio). During the surgery, the surgeon was unable to remove the straight reamer from the end effrector therefore he performed manual impaction. The outcome of the case was successful.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was performing a makoplasty hip arthroplasty using the robotic arm interactive orthopedic system (rio). During the surgery, the surgeon was unable to remove the straight reamer from the end effector therefore he performed manual impaction. The outcome of the case was successful.